Event description:
It was reported the catheter was being placed into the pt's peripheral vein in the sedation station. When flushing the catheter and drawing blood, air was getting into the catheter. As a result, the catheter was exchanged for the pt. Once it was removed, they noticed there was a leak near the hub of the catheter allowing for air to flow and it to leak. There was no delay in treatment and no pt death or complications reported. The pt was a (B)(6) female.

Manufacturer narrative:
(B)(4).